Event description:
Journal ref. Valia-vera at al. "Ziconotide: an innovative alternative for intense chronic neuropathic pain" rev neurol 2007;45(11):665-669. We report the case of a female with intense neuropathic pain in the lower back and the lower limbs secondary to three operations on the l5-s1 lumbar segment. After implementing several different pharmacological regimes involving both oral and implanted systems (spinal cord stimulation and subarachnoid infusion pump with different pharmacological combinations) with no clinical improvement, intrathecal infusion with ziconotide was included in the protocol. Event: she was enrolled in a clinical trial with ziconotide and a synchromed ii pump was implanted. In 2006, she had meningitis, which was confirmed by in infection in the csf and the reservoir of the pump; the system was removed.